Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the programmer screen was cracked and the stylus was broken. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was broken, the power bay assembly was broken and the lower case was damaged. (B)(4).